Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer triple clicked. A field service engineer confirmed from the customer that the issue was temporarily resolved by turning the device off and on. The engineer found drawer 3.1 was off bus. Further, the engineer turned off machine, replaced module board, reseated drawer board ribbon connection, tested in hardware test application (hta), updated firmware and confirmed that the customer was able to access drawer successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was failed to open, when user tried to recover storage space, drawer had opened but it had produced a triple click sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.